Event description:
It was reported that cardiac resynchronization therapy defibrillator (crt-d) system was exhibiting loss of capture. Technical services (ts) was consulted and reviewed the electrogram (egm), in which normal capture was observed. The patient had presented to the emergency room with low blood pressure and suspected loss of capture. This crt-d system remains in service. No adverse patient effects were reported.